Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix mesh (device #1). Additional emdrs were submitted to represent the two bard/davol phasix meshes (device #2 & device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol phasix mesh (x3) on (B)(6) 2015 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2014) is considered to be a best estimate. This supplemental emdr represents the bard/davol phasix mesh (device #1). Additional supplemental emdr's were submitted to represent the bard/davol phasix mesh (device #2 and device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol phasix mesh (x3) on (B)(6) 2015 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of phasix mesh (device #1). Per operative notes, ¿a synthetic mesh was placed and sutured into place on all corner using sutures. On top of it phasix mesh was placed and sutured using tackers.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of phasix mesh (device #2 & device #3) and explant of phasix mesh (device #1). Per operative notes, ¿previously placed meshes were removed and lysis of adhesions were performed. A synthetic mesh was placed and sutured using tackers. Then two phasix mesh (device #2 & device #3) were placed and sutured to the abdominal wall.¿